Event description:
Unomedical reference number (B)(4). Event occurred in united states. The patient had a new quickset and could not attach it with quick release. The patient was rotating quick release and it was not locking into place. Reportedly, the patient was at home when tubing detachment occurred and location detachment was quick release. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was not stress or pull on the tubing. Customer reports the pump wasn't dropped with the set connected to the body. No further information available.